Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced intermittent resistance while filling a cartridge. The customer's blood glucose level was 577 mg/dl which was addressed delivering a bolus. A cartridge change was performed resolving the issue.